Event description:
It was reported that the patient experienced a shocking or jolting sensation. The overstimulation resulted in a change in her voice and speech. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2012-00965.

Manufacturer narrative:
Lead model # 3389s-40, lot # v436028, implanted: (B)(6) 2010, explanted unknown; extension model # 7482a51, lot # nhu212350v, implanted: (B)(6) 2010, explanted unknown; programmer model # 7438, lot # nhl015480p; neurostimulator model # 7426, serial # (B)(4), implanted: (B)(6) 2010, explanted unknown; extension model # 7482a51, lot # nhu212402v, implanted: (B)(6) 2010, explanted: unknown; lead model # 3389s-40, lot # v271754, implanted: (B)(6) 2010, explanted: unknown.